Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's family member reported via phone call that insulin pump was not working and not giving insulin. Customer experienced high blood glucose of 479 mg/dl and in the range of 500 mg/dl. Customer was not using insulin pump within 48 hours of high blood glucose event. Customer was treated with bolus and current blood glucose was 300 mg/dl. Insulin pump will not be returned for analysis.